Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 488 mg/dl at the time of the incident and low blood glucose as well. The customer stated that the sensor was giving inaccurate readings leading to highs. The customer was at 180 mg/dl at the time of the call, and 90 mg/dl at the time of admission. The customer was given intravenous insulin to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer went to the emergency room twice on the day of the incident. The customer had a low and treated with soda and peanut butter. The customer also reported issues with their transmitter battery and sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.